Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. The customer did provide a photo that appeared to show an x-ray with a possible separated catheter. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on december 27, labor analgesia was requested for a (B)(6) year old woman. At 5:00 p.m., an epidural needle was inserted and, once the epidural space was identified, the catheter was advanced. Having encountered difficulty in advancing it, the catheter was removed and a second one was inserted. Upon again encountering difficulty, the second catheter was withdrawn without resistance or force, and the absence of its tip was noted. A third catheter was then inserted at the vertebral space above, and the procedure was completed correctly and without difficulty. At 7:00 p.m., an emergency cesarean section was performed, as the fetal head was already engaged.the following day, december 28, a lumbosacral CT scan was performed, confirming the presence of a catheter fragment in the intraspinal space. Neurosurgical consultation found no evidence of ongoing neurological injury and recommended surgical removal or, alternatively, conservative management, considering the risk-benefit balance of intervention versus non-intervention." Associated complaints 3006425876-2026-00012 and

Event description:
It was reported that: "on (B)(6), labor analgesia was requested for a 26 year old woman. At 5:00 p.m., an epidural needle was inserted and, once the epidural space was identified, the catheter was advanced. Having encountered difficulty in advancing it, the catheter was removed and a second one was inserted. Upon again encountering difficulty, the second catheter was withdrawn without resistance or force, and the absence of its tip was noted. A third catheter was then inserted at the vertebral space above, and the procedure was completed correctly and without difficulty. At 7:00 p.m., an emergency cesarean section was performed, as the fetal head was already engaged. The following day, (B)(6), a lumbosacral CT scan was performed, confirming the presence of a catheter fragment in the intraspinal space. Neurosurgical consultation found no evidence of ongoing neurological injury and recommended surgical removal or, alternatively, conservative management, considering the risk-benefit balance of intervention versus non intervention."

Manufacturer narrative:
(B)(4).